Manufacturer narrative:
Covidien reference#: (B)(4). Date of follow-up report: 01/30/2016. Evaluation of the incident electrode found the blue insulation was melted on one side. The ball portion of the electrode was black but intact. No pieces of the ball or insulation were missing. The instructions for use warns tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen enriched environments. Keep the electrode clean and free of all debris. Clean the electrode often with moist gauze or other materials appropriate for the electrode type.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported they had an issue with a valleylab ball electrode during a leep procedure. The procedure was completed however the patient received an injury from the plastic insulation near the ball which became damaged and splintered off, melting the drape and causing three small blisters on the patient's thighs. A megadyne esu was in use ((b)4)) and a megadyne megasoft pad ((B)(4)). The esu was set at 50w output. The hospital biomed checked the unit and found it to function fine.